Event description:
Complainant alleged that during a routine shift check by a clinician, the socket and internal electronics came apart from the device. The complainant indicated that there was no pt involvement in the reported malfunction.